Event description:
During a remote follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was explanted and replaced to resolve the event.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.